Manufacturer narrative:
Reported event: an event regarding seating/locking issues involving a triathlon insert was reported. The event was confirmed through evaluation of the returned device. Method & results: -device evaluation and results: a review was completed by the materials engineer who concluded: damage observed on the insert consistent with attempted implantation and contact against a hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: a medical review was not performed because no medical information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the insert component was returned for review - a review was completed by the materials engineer who concluded: damage observed on the insert consistent with attempted implantation and contact against a hard object. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. While it can be confirmed that a seating issue did take place through return of the component, the root cause cannot be determined as insufficient information was provided. Further information such as operative reports/images of the device taken when the alleged event was identified is required to complete the investigation.

Event description:
Liner would not lock. Update 05/december/2018: reporter indicated "yes" to surgical delay.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Liner would not lock. Update (B)(6) 2018: reporter indicated "yes" to surgical delay.